Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was stated that there was an invalid syringe. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
D9: product received date 1/23/2025. H3: one device was returned for repair with complaint of invalid syringe issue. No relevant repair history was found. Review of event log found check clutch (coarse), motor rate error. Probable cause was worn-out clutch parts and faulty main board. Replaced the left and right clutch and clutch spring and motor to fix the check clutch and replaced the main board to fix the motor rate error issue. After replacing the parts, the pump passed all the testing and was fully operational.